Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for investigation. Upon visual inspection of the photo received, an additional needle product with a broken needle, without the shield inside the unit package with the needle pierced through the unit package was observed; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause was related to a manufacturing defect as needle product without the shield could have come from the assembly process and not detected by the manufacturing personnel or machines. To prevent future occurrences, awareness of this incidence was provided to the manufacturing personnel and additional lighting was installed to provide a better visualization for the manufacturing personnel. Needle product without shield could have come from the assembly process. Routine shield pull force passed the outgoing inspection. At the needle conveyor path of primary packaging machine, needle product without shield will be filter and drop to the container tray as the holding of the product is via the shield. However, there may be circumstances whereby the product which is closely ¿sandwiched¿ will move together with the other needle product in the conveyor path. Due to its light weight and pressure applied from the back, the needle product without shield may be loaded into the same blister pocket. Where there is extra part, it will not be seated properly in the pocket. At the vision system station, there is a filling monitor to check for product out of pocket. There will be alarm and machine will stop, production technician is to check and clear the alarm and part but have failed to notice and remove the extra part. H3 other text : see section h.10.

Event description:
It was reported that the end of the needle 23g 1in tw broke off before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "one needle bent and the other needle had the end broken off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the end of the needle 23g 1in tw broke off before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "one needle bent and the other needle had the end broken off."